Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clamp function testing, clear passage testing and simulated use testing were performed with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell cycle two of four in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.